Event description:
It was reported that during equipment testing at the manufacturing facility that the device was found to have exposed copper wire. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing at the manufacturing facility that the device was found to have exposed copper wire. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.